Event description:
It was reported that the subject programmer intermittently displayed the message "cannot access the manager core" rendering it unusable.

Event description:
It was reported that the subject programmer intermittently displayed the message "cannot access the manager core" rendering it unusable.